Event description:
It was reported that the patient passed out and had to be resuscitated due to loss of capture of the right ventricular (rv) lead. It was discovered that the rv lead had a suddenly high threshold. The lead was revised and remains in use. During the procedure, the lead was noted to be in the same location but with redundancy in the slack. The physician posits that the lead may have dislodged slightly.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addrl1 implantable pulse generator (ipg) (B)(6) 2013. (B)(4).